Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus. The customer's blood glucose was 120 mg/dl at the time of incident. The customer did not want to troubleshoot because troubleshooting was completed on an earlier call. On the earlier call, the customer was advised to revert to a back-up plan and that the pump would be replaced. However, the customer continued to use the pump. The customer stated that he had the same issues with his previous pump (722). The customer was advised that no delivery alerts are designed to trigger for safety reasons. The customer stated that he was travelling and had no backup plan with him. The customer was advised to reach out to his hcp for instructions. The customer was reminded that his current pump will be replaced. The pump was not returned for analysis.